Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported thumb advancer not advancing was confirmed. It was reported that the vessel was mildly calcified. Per the instructions for use, the device is not to be deployed into areas of calcified plaque. The calcification may have lead to excessive manipulation during to the deployment process and result in the reported experience. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4): used in a mildly calcified common femoral artery, contrary to instructions for use.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, after successfully depressing the plunger, the thumb advancer was not able to be fully advanced as strong resistance was felt. As per the instructions for use, the safety release mechanism was used and the thumb advancer was retracted to remove the device. The distal section of the device sheath was noted to be convexed. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela. The physician is reported to be in-training in the use of the device. No additional information was provided.